Event description:
Surgeon deployed a coronary stent to the lower leg (xience skypoint 4.0 mmx 28 mm). Upon review, they noticed that it is not visible on x-ray with c-arm. Charge nurse was made aware, inspected the catheter and packaging, as well as searched the room. Manager was made aware, and surgeon ordered for patient to go to CT for a full body CT scan after pacu (post anesthesia care unit). Package was saved for inspection.